Event description:
A malfunction was reported on a customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on how to reset the pump, assisted the customer with the reset, and ensured that the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue returned, which they acknowledged and understood.